Manufacturer narrative:
G4:15mar2021. B4:18mar2021. Multiple attempts have been made to contact the customer regarding repair, parts replaced, and the unit's operational status have been unsuccessful. The service history was reviewed, and there's no new information found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:26apr2021; b4:27apr2021. The biomed states that unit will not go into service mode because the button on navigation ring does not work. Remote service engineer (rse) provide the part identification for the navigation ring. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17nov2020.

Event description:
The customer reported nav- ring failure. There was no patient involvement.